Event description:
Boston scientific received information that right atrial (ra) lead was not successfully implanted after the lead tip separated from the lead body while attempting to remove the suture sleeve. This occurred prior to implantation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection confirmed the clinical observations. The conductor coils were stretched 520-614 mm from the terminal pin, the insulation at the anode electrode is separated and the suture sleeve was stuck on the lead tip. No further testing was performed.